Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and dented. Reportedly, the pump was on the customer's hip and hit a corner of a wall. Customer was unable to interact with the pump due to the pump touch screen becoming black. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.